Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was received with a failed battery test alarm due to a corroded battery tube. Unable to verify the battery out limit alarm, and perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the failed battery test alarm. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call hospitalization due to high blood glucose levels. Customer's blood glucose reading was over 600 mg/dl. Customer experienced gastro paresis and diabetic ketoacidosis. Customer was in the hospital and when the staff tried to put the insulin device back on, the customer realized that the battery was corroded. Troubleshooting for the failed battery test was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.